Event description:
A bipap auto biflex card device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, there are allegation of visualization of particles. Additionally, has a presence of error code 53: err_comp_log_sem_timeout, error code 55: err_therapy_queue_full, error code 66: err_stuck_encoder_b, and error code 65: err_stuck_encoder_a, and the device had dust fail contamination. Exist contamination of foal particles that inside the blower kit.